Manufacturer narrative:
The complainant reported that the distal tip of the screwdriver broke while removing a crosslink from a previous surgery. There were no known patient complications. The screw screwdriver was not returned for complaint assessment. The driver reported to have been used to remove the crosslink is not intended to be used for this function. The lot number for the complaint screwdriver was not reported to the company, a DHR review could not be performed.

Event description:
The complainant reported that the distal tip of the screwdriver broke while removing a crosslink from a previous surgery. There were no known patient complications.